Event description:
It was reported by a vns pt's mother that a friend's husband was implanted with vns and had passed away. The reporter communicated the information to a company representative and indicated she was told that the autopsy report stated the cause of death was due to sleep apnea. At the moment good faith attempts to obtain additional information from both the reporter and company representative have been unsuccessful to date. Currently, the cause of death and relationship to vns therapy is unk. This death event has been reviewed by the manufacturer and with the available information has been determined not to be sudep. The pt died due to sleep apnea per the known information from the initial reporter, but it is not known if the pt had epilepsy. As the known information is that the pt died due to sleep apnea, the death is not due to sudep.